Manufacturer narrative:
Exemption number e2016006, this report summarizes 6 events of device embolization left ventricle for the sapien 3 in the aortic position. The ¿time to event¿ (tte, in days) for this event was 0.   Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, specific procedural details are not available to determine potential contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4).

Event description:
(B)(6) registry alternative summary reporting (asr) adverse event submission for february 2020 data extract for aortic serious injuries for the sapien 3. February 2020 data extract includes data provided by acc for q3 2019 (july 1 - september 30).   This report summarizes 6 events of device embolization left ventricle serious injury events for the sapien 3 for february 2020. The age range for these events are from 28 to 85. The breakdown for gender is as follows: 4 male and 2 female.

Manufacturer narrative:
Supplemental report to resubmit h6 codes.

Manufacturer narrative:
Supplemental report to add noe statement in b5 section.

Event description:
This report summarizes noe 6 / noe events of device embolization left ventricle serious injury events for the sapien 3 for on (B)(6) 2020.